Event description:
It was reported that pump had pixel issue on display that affected ability to read and interact with screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while cts arranged replacement pump under warranty, provided instructions for putting old pump into storage mode and returning it within 10 days, and confirmed that customer would need to program pump settings and connect cgm on replacement pump, which was shipped to customer without signature requirement.